Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made to obtain additional information from the customer but no response was received.